Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/11/2014 with the following findings: a cs 078-0008 verified in black box and history. Unable to reproduce alarm during investigation. Battery compartment cracked from the case seal to grip. Opened pump and removed from case. Corrosion on motor flex connector. There was no visible moisture from exterior of pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.